Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device overheated. The locking system was defective and the device failed noise and speed tests. The device was repaired and returned to customer on (B)(4) 2013.

Event description:
Customer reported the device pin dropped out. This is 1 of 1 for (B)(4).